Event description:
Int¿l (B)(6) complaint rec¿d reporting leakage issue with use of d1000 tego connector. It was reported that ¿pt had dialysis, left unit, returned an hr later with blood coming out end of tego¿¿. The tego was removed, replaced and has been discarded. Blood loss reported est. 5ml ¿ 10ml.¿ there was no reported adverse pt consequences. Although return of same lot samples was requested, as of the date of this report no devices were returned.

Manufacturer narrative:
Mfrs investigation: (B)(4). There were no exception documents generated during the mfg build cycles. A review of the complaint database for this list/lot# recorded no add¿l reports. Conclusion: the involved tego connector and mating devices were not returned for analysis and confirmation. The exact cause of the problem is unk. This complaint and associated info have been entered in the mfrs database for analysis and trending.